Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00621. It was reported the patient did not recharge her ipg as recommended. In turn, the ipg became inoperable. As a result, the patient's ipg was explanted and replaced with a different model. The issue was resolved by surgical intervention. The patient had two ipgs. Both ipgs are being reported because it is unknown which ipg was explanted and replaced.